Manufacturer narrative:
The insulin pump was received with operating currents within specifications and passed self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No pump error 130 was noted during our testing. The insulin pump had minor scratched lcd window and case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump alarm did not command motor movement (pump error 130). Customer's blood glucose at time of incident was 22mmol/l. Customer was advised that we are replacing pump due to pump error back to back 4 times and has change her set and site. The customer was advised that we are sending replacement pump.